Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 400 mg/dl. The customer's mother stated that the belt clip had also broken. She advised that she would call back after the doctor's appointment for troubleshooting. The customer's mother called again and reported that the blood glucose reading was 260 mg/dl, which was treated with medicine. She stated that the customer's blood glucose levels had been going high and low, and she was unsure why. The customer's mother declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.